Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient and their caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) had the patient close all the clamps and transfer set to cycle power twice to the "press go to start" prompt to clear the error. (B)(4) explained that a large amount of air had entered into the disposable set. The caregiver stated the patient got the error in the initial drain, did not disconnect, had no leaks, and had both spare line clamps closed. The caregiver elected to start again with new supplies. (B)(4) explained they should discard the supplies and report the error to the patient's dialysis nurse the next morning. Product surveillance contacted the patient's dialysis nurse. The nurse stated that the patient was currently performing therapy without any complication.